Event description:
On (B)(6) 2010, this pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the pt had an angulated proximal aortic neck. On (B)(6) 2010, a proximal type I endoleak and aneurysm enlargement of 4 mm was observed. On (B)(6) 2010, an additional endovascular procedure was performed in an attempt to fix the endoleak and aneurysm enlargement. It was reported the physician did not want to balloon in the pt's proximal aorta, so the procedure was concluded. On (B)(6) 2010, the pt was converted to open repair to treat the type I endoleak, increasing angulation of the aortic neck, aneurysm enlargement, and a severe left iliac limb kink with distal graft thrombus. It was also reported there was retraction of the left iliac limb, which uncovered a 5 cm left hypogastric aneurysm that was increasing in size. The gore excluder aaa endoprostheses were explanted with no issue, and a surgical graft (MFR unk) was implanted. The pt tolerated the procedure.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 250 mg/dl, 124 mg/dl, and 107 mg/dl. Customer states he had dessert a few minutes prior to obtaining the reported results. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.